Event description:
The facility reports the lifter shut off while the staff member was raising the patient. The staff member tried to turn the lift back on while moving the patient in the jib when the sling clip fell of the jib, causing the patient to fall. The patient sustained scrapes and bruises.